Event description:
Additional information received indicated the device was reprogrammed, however, t-wave oversensing was still occurring. Further programming is anticipated, and the patient was stable with no consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, post paced t-wave oversensing was noted. No intervention was performed at this time. The patient was stable and will continue to be monitored.